Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. A cardiac tamponade was discovered about 4 hours after the procedure. The cardiac tamponade was discovered by the hospital staff later in the day and was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 400cc of fluid were removed. The patient was reported to be in stable condition. The physician was concerned that it was caused by the octaray mapping catheter. The physician is uncertain of cause of the effusion but had a potential concern that it was related to the octaray mapping catheter. The patient was reported as fully recovered and did not require prolonged extended hospitalization because of the adverse event. A transseptal puncture was performed with a brk xs. Prior to noting the cardiac tamponade, ablation was performed. The physician thought steam pop could have occurred but no effusion was noticed after and no associated temp or impedance rise occurred. The irrigated catheter flow settings were standard flow settings for stsf (15 ml/min). The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability set at 2.5mm, 3 sec, 25% at 3g, 3mm tags with no additional filter used with the visitag and color options used prospectively was fti.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 29-mar-2022. Post procedural hypotension and tamponade physiology on echocardiogram. The patient received a pericardiocentesis and the patient suffered a pulseless electrical activity (pea) arrest intra-procedure. Intubation was required along with prolonged hospitalization. The patient was sent to rehab. The event date was clarified as (B)(6) 2022. Therefore, corrected b 3. Date of event field and added under h 6. Health effect - clinical code ¿cardiac arrest-e0602¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 29-mar-2022, noted correction to the 3500a initial. It should have stated: the patient is 60 years old. The patient was reported as improved but required extended hospital stay and rehab. There was no steam pop. Therefore, corrected a 2. Patient age at the time of event field. Under h 6. Health effect - impact code added ¿hospitalization and prolonged hospitalization-f08¿. Also checked "b2. Is hospitalization initial/prolonged".